Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator noted supraventricular tachycardia. Some p-waves were blanked and inappropriate antitachycardia pacing was delivered. The device shocked the patient which accelerated the rhythm to ventricular fibrillation. A second shock broke the ventricular fibrillation. The device was reprogrammed. The patient was stable.